Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide additional information in section b5, the device return date in section d9, to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition visible signs of blood. The hemostasis sheath and carrier tube were returned separated, although the anchor was stuck within the valve of the sheath. A kink was identified on the tubing of the carrier tube and on the hemostasis sheath. No other damage or issue with the components was identified. The complaint was able to be confirmed for a kinked carrier tube and hemostasis sheath. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the hemostasis sheath due to off-axis loading of the component. The carrier tube was likely to have been damaged during attempted insertion as it could not be advanced through the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Additional information was received on 24 feb 2023: the issue did occur during use. Additional information was received on 03 mar 2023: the reported event occurred before use with the patient, therefore there was no risk of serious injury. However, it was used for closure, which resulted in switched device that behaved the same, and manual compression was ultimately necessary.

Event description:
The user facility reported that the involved 6 french angio-seal device did not deploy, as they were unable to insert the device to the sheath. They were able to exchange the indwelling 5 french cordis sheath for the 6 french angio-seal sheaths, but when the angio-seal plug was inserted through the sheath, it became stuck about ¾ of the way in. Therefore, they tried to increase the force to push it out the end of the sheath. However, it buckled the shaft of the angio-seal plug pusher a few centimeters below the handle of the pusher. So, then a second angio-seal device was opened and used the new angio-seal plug through the original angio-seal sheath, but the same thing happened again. The new angio-seal sheath was reviewed and noticed that the tip of the sheath was puckered. The angio-seal sheath was pulled out and manual compression was used for groin hemostasis. The patient was not harmed, other than having fifteen (15) minutes of manual compression and four (4) hours flat as opposed to post-closure device aftercare. The procedure performed prior to the use of the angio-seal device was a antegrade right superficial femoral artery (sfa) angioplasty. The common femoral artery (cfa) was completely clean with no plaque or calcification. Closure was archived via manual compression fifteen (15) minutes. The time of the procedure was at three (3) p.m. The patient was obese but the antegrade puncture was achieved.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: requested, unknown. Occupation: requested, unknown. The actual device has not been received yet for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code and lot number combination was conducted with no findings.